Manufacturer narrative:
H3: product analysis part# 5480004v; lot# fa11c003- visual examination confirmed that the instrument tip has been broken off and not returned for analysis. Optical inspection of the fracture surface revealed a fairly flat ductile fracture with circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. H6: updated eval. Code method and eval. Code result post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a driver used in the removal of the screw fixed on (B)(6) 2020 at th11-l3 for a l1 burst fracture. It was reported that when attempting to remove the screw, the tip of the driver broke. The broken part was collected and confirmed that it did not remain in the body and another driver had been used to remove the screw without any problem. At first, the hcp able to remove the screw without any problem. When removing the 3rd or 4th screw, the tip broke. The tip and shaft were collected. The removed screws belonged to medtronic. There was no allegation with the screws, hence the screws were discarded at the hospital. The event was associated with a patient. There were no patient symptoms or complications as a result of this event. This procedure was not a revision surgery, there was no delay in overall procedure time, no in-patient hospitalization or prolongation of existing hospitalization was necessary, there was no treatment or additional surgery performed as a result of this event. Reason for reoperation: it was a removal operation after the completion of bone fusion. Other than the driver's breakage this time, there were no malfunctions with the implants used in the initial operation. No health damage in the patient was reported. No further complications were reported/ anticipated.